Event description:
Pt reported, she stopped using the infusion device because she could not open the battery cover. Pt switched to her backup infusion device without problems. Instructed pt on how to open the battery cover on the infusion device. Had pt insert a new battery into the infusion device. Pt reported, the infusion device started with a w5 (pump timer). Pt stated, she attempted to confirm the error but the tick/check button did not work. Pt reported, she has not health problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.